Manufacturer narrative:
Alternate tracking #: (B)(4). Additional information has been requested of the account but has not yet been received.

Event description:
According to the reporter: that after closing a vaginal vault the patient came some time later as there was dehiscence in the suturing of the vaginal vault.